Event description:
The reporter stated that as the surgeon was inserting the aa4203tl silicone single piece lens, a haptic plate was torn. The lens was partially inserted into the eye and removed without any patient injury. Another same model same size lens was implanted. The reporter stated that the incident was caused by a bad injector. The customer stated they use each injector for approximately 5 times.

Manufacturer narrative:
Results: a visual inspection of the returned product showed a piece of the optic and a piece of the haptic was torn off and missing and there was a dark residue on lens surface. There was evidence of a clear surgical residue, however, there was no visible damage to the injector. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Evaluation results: the injector was received and evaluated. Visual inspection showed the plunger was bent and there was a clear surgical residue on the device. (B)(4).

Manufacturer narrative:
(B)(4).